Event description:
The customer reported the monitor's change from a bright display to a dark display, or no display when the c-arm is moved. No pt injury was reported.

Manufacturer narrative:
No ge service performed. The customer cleared the fault.